Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent the mesh implantation for a grade iii vaginal prolapsed after hysterectomy. Stress urinary incontinence, and an abdominal enterocele. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, dyspareunia and vaginal scarring. It was reported that the patient experienced internal hernia, segmental gangrene of the distal small bowel, intraperitoneal foreign body, peritoneal adhesion, and underwent removal of foreign body, repair of vaginal cuff on (B)(6) 2012. The patient also experienced post hysterectomy vaginal vault prolapse and underwent combined anterior and posterior repair with an enterocle repair, bilateral uterosacral vaginal vault suspension on (B)(6) 2012 (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with abdominal colposacropexy, abdominal enterocele repair, and paravaginal bladder suspension. The patient underwent posterior colporrhaphy on (B)(6) 2008.